Event description:
It was reported that during the pulmonary vein isolation procedure to treat persistent atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during insertion the faradrive was not flushing. The procedure was completed successfully by using a different device (different model). No patient complications have been reported. The product is not expected to be returned as it disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.